Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with heavy tortuosity and heavy calcification. The first xience prime stent (3.5 x 12 mm) was implanted in the proximal part of the lesion. It was attempted to advance the second xience prime stent (2.5 x 33 mm) into the distal part of the lesion. While the second xience prime stent was attempted to cross the implanted xience prime stent, resistance was encountered and the 2.5 x 33 mm xience prime stent couldn't cross. The device was removed without any resistance and there was no reported adverse patient effects. There no reported clinically significant delay in the procedure. Lab analysis revealed that the first xience prime stent (3.5 x 12 mm) was explanted and was returned stuck on the second xience prime stent (2.5 x 33 mm), which was not expanded and appeared dislodged. Follow up information was requested and reported that the second xience prime stent (2.5 x 33 mm) failed to cross the implanted xience prime stent (3.5 x 12 mm). During the attempt to retract the 2.5 x 33 mm xience prime stent, resistance was encountered with the implanted stent. The implanted stent became explanted and was withdrawn from the anatomy stuck to the 2.5 x 33 mm xience prime stent. It was also reported that the 2.5 x 33 mm xience prime stent became dislodged and was withdrawn from the anatomy without intervention. No further treatment was performed for the lesion. No adverse patient effects were reported. There was no reported clinically significant delay of the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device damaged by another device (stent explanted) was able to be confirmed. The difficult to position (crossability) could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or device damaged by another device from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.5 x 33 mm xience prime stent referenced is being filed under a separate medwatch report.